Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine audio anomaly or battery anomaly due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father was reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump made noise and the screen turns off and on. Troubleshooting was performed and customer reported that they received the open book image on the pump screen. The customer was advised the pump will need to be replaced and to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.